Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The customer's blood glucose level was reported to be 233 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A follow up supplemental report will be submitted if the device has been rec'd.